Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the disjunctor and plug pin of connection. The system operates as intended.

Event description:
The customer reported that the system will not boot up. No pt injury was reported.